Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the device displayed an error message. Troubleshooting efforts were unsuccessful and backup equipment was not available. The procedure was cancelled prematurely. No medical intervention was required as a result.